Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection. The patient presented in the hospital with complaints related to infection. Plans were made to explant the system. No additional information is available at this time.